Event description:
Zoll autopulse continuous cardiac compression device failed at the scene of a cardiac arrest. The autopulse delivered three compressions then stopped with "check patient alignment" error message displayed. Attempted use again with same result. Repeated troubleshooting steps and device failed a third time. Autopulse use abandoned as manual compressions were initiated and continued throughout the resuscitation efforts both on-scene and through transport to the emergency department.